Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture and decreasing impedance. Programming was performed. Subsequently, the ra lead was capped and replaced. No patient complications have been reported as a result of this event.